Event description:
Livanova deutschland has received a report that, during a case, the evo clamp repeated movement up and down several times at 0%. I confirmed that the event occurred during the operation. There was no report of any patient injury after that, I received a message from a user that the calibration was not completed and that the clamper kept going up and down. During the service confimation, an actual hardware failure has been detected.

Manufacturer narrative:
The unit was returned to the livanova tssi department. The unit was checked and tested: the manetframe, the linear actuator and the tolerance sleeve were replaced. The flash update and the nvmem erase, the mechanical and the pin point calibration was performed and passed. Therefore the unit was put back released back to regular service. A complaints database review has been performed and revealed that no further issues have been submitted for this unit since its installation in 2015. The most likely root cause of the reported issue is a faulty evo linear actuator most likely due to wearing of the parts. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.